Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08755 inches. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: 05/23/2023 02:13:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 05/23/2023 02:23:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 05/23/2023 14:01:10.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 05/23/2023 19:52:30.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 05/23/2023 20:03:32.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 05/23/2023 20:08:36.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 05/24/2023 01:34:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 05/24/2023 01:44:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 05/24/2023 07:53:05.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 05/24/2023 11:38:56.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 05/24/2023 11:40:45.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 05/24/2023 11:42:33.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 05/24/2023 11:43:48.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 05/24/2023 20:22:27.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 05/24/2023 20:27:38.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. There were no unexpected pump errors/alarms noted 2 days prior to the event date 24-may-2023 in the formatted history file. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. No delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a recurring insulin flow block. Troubleshooting was performed and found that the tubing was not bent or kinked and the sites were rotated. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and was advised to revert to the backup plan as per healthcare professional instructions. The insulin pump will be returned for analysis.